Event description:
It was reported that the right ventricular (rv) lead exhibited failure to capture and fracture. The rv lead was capped and replaced on (B)(6) 2024. The patient was stable throughout.

Event description:
It was reported that the patient presented in clinic for syncope. It was reported that the right ventricular (rv) lead exhibited failure to capture, failure to sense, high pacing impedance and fracture. The rv lead was capped and replaced on (B)(6) 2024. The patient was stable throughout.